Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had elevated blood glucose (bg) levels (373mg/dl). Elevated bg levels were treated via pump and syringe boluses. System check was performed with tandem technical support, and it was determined that the pump performed as intended. The customer had blood at the site earlier today, however the current site was looked okay. The customer's contact indicated that they will be contacting the customer's healthcare provider.